Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right atrial (ra) lead, stored multiple episodes exhibited minute ventilation (mv) signal oversensing and high out-of-range ra pace impedance measurements greater than 3,000 ohms. There was also a stored episode with very large, very high frequency electromagnetic interference (emi) on both channels. This crt-d and ra lead remain in service. No adverse patient effects were reported. Additional information received reported that this crt-d and ra lead continued to exhibit jumpy impedance measurements due to the device to lead spring contact interaction. This crt-d system remains in service and with continued monitoring. No adverse patient effects were reported.

Manufacturer narrative:
Good faith effort was made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the <<minute ventilation (mv)/respiratory sensor>> that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right atrial (ra) lead, stored multiple episodes exhibited minute ventilation (mv) signal oversensing and high out-of-range ra pace impedance measurements greater than 3,000 ohms. There was also a stored episode with very large, very high frequency electromagnetic interference (emi) on both channels. This crt-d and ra lead remain in service. No adverse patient effects were reported. Additional information received reported that this crt-d and ra lead continued to exhibit jumpy impedance measurements due to the device to lead spring contact interaction. This crt-d system remains in service with continued monitoring. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right atrial (ra) lead, stored multiple episodes exhibited minute ventilation (mv) signal oversensing and high out-of-range ra pace impedance measurements greater than 3,000 ohms. There was also a stored episode with very large, very high frequency electromagnetic interference (emi) on both channels. This crt-d and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the <<minute ventilation (mv)/respiratory sensor>> that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right atrial (ra) lead, stored multiple episodes exhibited minute ventilation (mv) signal oversensing and high out-of-range ra pace impedance measurements greater than 3,000 ohms. There was also a stored episode with very large, very high frequency electromagnetic interference (emi) on both channels. This crt-d and ra lead remain in service. No adverse patient effects were reported.